Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device did not function and was reading an error message during the course of a procedure. It is unknown at this time what type of anesthesia was used. The procedure was rescheduled for a later date. There were no adverse consequences and no medical intervention required.